Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-09745, 2938836-2020-09746, 2938836-2020-09747. It was reported that incision erosion was observed. The device and leads were protruding through the patient¿s skin. The device was explanted and replaced. The lead remained implanted. The patient was discharged home.